Event description:
It was reported that an arteriotomy closure of the moderately calcified common femoral artery was attempted using a proglide device after a peripheral stenting procedure. Reportedly, a cuff miss occurred. The device was removed and the physician noticed that the puncture site had been performed in the profunda, not in the common femoral artery, as intended. The interventional procedure was completed and the physician decided to close the arteriotomy surgically. There was no adverse patient sequela. The physician is reported as not trained by an abbott representative in the use of the proglide device, but has received training by another certified user. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient reported to be in (B)(6). (B)(4): indication for use. The proglide instructions for use (IFU) state: the safety and effectiveness of the perclose proglide device have not been established in patients with access sites distal to the bifurcation of the superficial femoral and profunda femoris arteries. Operator not trained. The physician was not trained in the use of the perclose proglide device. The IFU states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and therapeutic catheterization procedures and who has been trained by an authorized representative of abbott vascular. Reportedly, moderate calcification was present in the common femoral artery. The proglide instructions for use (IFU) states: the safety and effectiveness of the proglide devices have not been established in patient with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported cuff miss and associated patient effects could not be determined; however, the patient moderate calcification in the common femoral artery and user technique may have been contributing factors. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and the device was not returned. Based on the information reviewed, there is no indication of a product deficiency.